Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed records of power on reset after call service alarms. On investigation, there was no moisture observed in the battery compartment. There was, however, moisture observed behind the display lens. The battery compartment was confirmed to be cracked. A battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. The test battery cap was able to secure properly to the pump and maintain electrical connection. The pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Leak testing failed due to a battery compartment leak. Internal moisture was found on the printed circuit board and the display connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. The yellow o-ring was allegedly visible but the battery cap was not damaged. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.